Event description:
It was reported that during the implant attempt the distal tip of two different left ventricular (lv) leads were closed and the guide wire could not pass. A third lv lead was attempted and could not pass deep in the target vein and caused diaphragm stimulation. The lead was removed and a new lead was used in the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).